Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege patient had pain and high concentrations of various metallic elements in her blood.update received 17th april 2014. Surgeon, patient age, hospitals, products, revision reason added. New fields completed.hip side: left.reason for revision: pain.

Event description:
Litigation papers allege patient had pain and high concentrations of various metallic elements in her blood.